Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. Upon evaluation, the presence of air and fluid loss within the device was identified. As a result, cylinders and pump were removed and replaced, while the existing reservoir was drained and retained, and a new one was added to the system. No patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating. Upon evaluation, the presence of air and fluid loss within the device was identified. As a result, cylinders and pump were removed and replaced, while the existing reservoir was drained and retained, and a new one was added to the system. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. The microscope test revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump did not pass the activation tests. No leaks were identified. The cylinders were microscopically inspected, and leak tested. The microscope test revealed that the first cylinder had a hole in the outer tube from krt wear in the proximal end of the cylinder and the outer sleeve was detached from krt wear in the proximal end. Both cylinders had ad wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder did not pass the leak test, however, the second one did. Based on the available information and analysis results, the leak observed in first cylinder, caused by wear from the kink resistant tubing (krt), along with the pumps inability to complete activation tests, supports the reported clinical observations of device - inflation issue and device - fluid leak.